Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr1269 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refr1269) have been reported from the same facility in (B)(6).

Event description:
It was reported crack with overflow. No other information was provided.

Event description:
Crack with overflow. Add info received: ¿ was there any harm to the patient/health worker? (Detail) ans: new access required, the catheter was implanted on (B)(6) 2021 (109 days of use). ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) answer: no. ¿ was the catheter fracture internal to the patient or external? Ans: all external ruptures in the hub/catheter body connection. ¿ any patient symptoms related to fluid leakage? Ans: a patient with local hyperemia due to antineoplastic leakage ¿ has the catheter been removed? Has a new catheter been placed? Ans: a new catheter was placed. ¿ what type of catheter fixation was used? Ans: tegaderm and IV-fix.. ¿ has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) ans: there was exposure to an antineoplastic.

Event description:
It was reported, crack with overflow. Add info received: ¿ was there any harm to the patient/health worker? (Detail) ans: new access required, the catheter was implanted on 11/05/2021 (109 days of use) ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) answer: no. ¿ was the catheter fracture internal to the patient or external? Ans: external rupture in the hub/catheter body connection ¿ any patient symptoms related to fluid leakage? Ans: a patient with local hyperemia due to antineoplastic leakage ¿ has the catheter been removed? Has a new catheter been placed? Ans: a new catheter was placed. ¿ what type of catheter fixation was used? Ans: tegaderm and IV-fix. ¿ has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) ans: there was exposure to an antineoplastic.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was inconclusive with the provided information. A photograph was provided which depicted a per-q-cath PICC. The catheter was pictured within a clear plastic bag and contained traces of blood-like residue. No observable evidence could confirm the customer event or suggest a potential root cause. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type. H3 other text : evaluation findings are in section h.1.